Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was having low flow alarms and low pi. An echo showed no flow through the pump. The patient received a pump exchange. The intermacs report reported that the lvad was non-functioning after the patient received red heart alarms. The report indicated that the pump was completely thrombosed.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. The attached user facility report (B)(4) was received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.